Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device, two suprarenal aortic extensions, and a limb extension on (B)(6) 2016. On (B)(6) 2016 a follow up computed tomography (CT) showed an unknown endoleak. The physician plans to complete an angiogram to confirm the endoleak. The angiogram and any additional endovascular procedures have not been scheduled at this time. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the a distal endoleak, a type 2 endoleak and an unknown proximal endoleak was confirmed. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Potential contributing factors to the reported event include patent lumbar arteries.